Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim, blank, and pink. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/11/2014-additional information:the reporter contacted animas on 02/22/2014 with the following additional information:the reporter stated that the pump display screen was dim and difficult to read in daylight. The display was allegedly easier to read in a dimly lit area. During troubleshooting, the reporter was advised to adjust the contrast to the brightest setting. The contrast adjustment allegedly made the screen slightly easier to read, however did not completely resolve the issue. The reporter stated that the pump would not be returned at the time of the complaint.